Manufacturer narrative:
The device was received for evaluation. During evaluation, "system error 345" was not reproduced but was observed in the event history log. The cause was identified to be downstream/force sensor out of specifications which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had "system error 345". No additional information is available.